Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the patient called the hotline and stated his pump was alarming and the screen read 1144 and had a two-tone alarm. Instructed patient to remove and replace the batteries. Pump powered back on and started to alarm error 1660. Instructed patient to remove batteries for full minute and place back in pump. Pump powered back on and continues to alarm error 1660. Instructed patient to close clamp closest to port. No settings obtained due to alarm. No patient harm. No patient injury. No additional information available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of an 1144 error code is the rtc battery. The most probable cause for a 1660 error code is a main board failure; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.